Event description:
The pt was hospitalized, ventilated, and in critical condition (reason for hospitalization not specified). It was unclear if the pump was currently delivering medication. The last refill may have been 2008. The hcp ordered the pump to be stopped. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.